Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a hip procedure, the blade broke at the cutting end and the broken piece remained in the patient. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that rounding on the teeth of the returned blade would suggest the blade came into contact with metal during the procedure, this could have caused the tooth to fracture. IFU's for handpieces associated with this device include the following warning: "the stryker precision system is intended for use in the cutting and shaping of bone and other bone related tissue." The quality investigation is complete.

Event description:
It was reported that during a hip procedure, the blade broke at the cutting end and the broken piece remained in the patient. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.